Manufacturer narrative:
Philips has investigated this complaint. Per the information collected, a procedure was performed when the issue happened, and the procedure was completed by using wired footswitch. Philips has confirmed that the reported failure the wireless footswitch is not operational due to connection problem. Intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. To resolve the issue, the fse replaced the wireless footswitch and base station. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-2485-2023). The correction has been implemented at the customer and the system was returned to use in good working order. The defective part was returned for analysis and no failure confirmed. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch is not operational while using the azurion system. Philips has started an investigation of the complaint. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.